Manufacturer narrative:
Investigation summary event description: the customer reported contaminated plates with maggots. Complaint history review: complaint history was reviewed for a period of 12 months and a trend was not identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: the retain samples were reviewed and no deviation could be detected. Return samples were not provided by the customer, however, a video illustrating the contamination with maggots was shared. Evaluation results: based on the investigation, no deviation could be detected in our validated manufacturing process. A deviation could neither be detected during the review of the retain samples nor during the review of the batch history record. This product is filled under aseptic conditions. Therefore, sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contamination cannot be prevented by 100%; although the contamination rate remains below the acceptance level. A definite root cause was not identified. Investigation conclusion: based on the evaluation and the provided video, the complaint was confirmed for contamination. A definitive root cause could not be determined. This issue is treated as a single event.

Event description:
It was reported prior to using plate columbia ag 5prct sb 90mm that maggots were inside one (1) plate. There was no health impact or consequence reported.

Event description:
It was reported prior to using plate columbia ag 5prct sb 90mm that maggots were inside one (1) plate. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.